Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed. The cause was a use error. The home patient (hp) stated they accidently disconnected one of the lines while they were sleeping because they were turning in their sleep. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during drain 3 of 5. Per the home patient (hp) one of the lines disconnected while they were asleep. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the low drain volume alarm. The hp stated there were no issues with supplies or the hc. The hp stated they accidently disconnected one of the lines while they were sleeping because they were turning in their sleep. The hp stated they were doing find and informed their registered nurse (rn) regarding the incident. There was no report of injury or medical intervention.